Event description:
It was reported that the system 9800 did not fully initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the power supply 5 vdc was low. It was adjusted to a nominal value. It was also found that the fluoro function circuit board was defective and was replaced. The system was calibrated and tested and found to be working as intended and placed back into service.